Manufacturer narrative:
DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no reference number was available. Review of event description: it was reported that a patient underwent hip arthroplasty on an unknown date. After 23 years in-vivo time, the patient is being considered for a revision due to dislocation. Patient dislocated hip due to difficult work out routine personal trainer stated. At this time no revision surgery has been scheduled or performed. Review of received data: two photographs of x-rays dated (B)(6) 2017 were received. Right tha is seen to be dislocated. The femoral head component is not inside the acetabular cup anymore. Distal end of the stem is likely to tip the corticalis wall and the stem has migrated in cranial direction devices analysis: no product was returned to (B)(4) for in-depth analysis as it is still implanted. Root cause analysis: due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Conclusion summary for the investigation of the case only 2 x-rays were received which confirm the dislocation. Ref/lot numbers of the products are not available. Neither operative notes nor office visit notes were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4). This case has been previously reported under 0001822565-2017-03272.

Event description:
It was reported that the patient was implanted an unknown head approximately twenty three years ago and has been indicated for revision due to dislocation.